Manufacturer narrative:
Additional information section a - patient information patient ID from: [blank] to: jmg sex from: unknown to: male date of birth from: [blank] to: (B)(6) 1947 age at time of event from: [blank] to: 72 weight from: [blank] to: 81 the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was located on the catheter tubing approximately 58.9cm from the iab tip. The optical fiber was found to be broken near the kinked location approximately 58.7cm from the iab tip. The optical fiber was found to be broken, confirming the reported alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(6).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an optical sensor failure alarm. There was no loss of pressure indices on the console. The customer transduced the fluid lumen to obtain adequate arterial waveform. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an optical sensor failure alarm. There was no loss of pressure indices on the console. The customer transduced the fluid lumen to obtain adequate arterial waveform. There was no reported injury to the patient.